Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus"), autoimmune disorder ("auto immune issues"), genital haemorrhage ("heavy, continuous bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety and depression. Previously administered products included for an unreported indication: recurrent uti. Concurrent conditions included low back pain. Concomitant products included drospirenone w/ethinylestradiol (yaz) from (B)(6) 2008 to (B)(6) 2008 for birth control as well as alprazolam, gabapentin, ibuprofen (advil) and thomapyrin n (excedrin migraine). In (B)(6) 2008, the patient experienced pelvic pain ("pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2010, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"). In 2011, the patient experienced fatigue ("fatigue") and connective tissue disorder ("neurological condition or problems: type: connective tissue disorder"). In 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), anxiety ("anxiety"), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), headache ("headaches,"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), dermatitis allergic ("allergic or hypersensitivity reaction type: rash/hands and neck, feet, legs"), migraine ("migraines"), nausea ("nausea"), neuralgia ("neurological conditions or problems type: neuropathy pain"), abdominal pain lower ("lower abdomen pain"), back pain ("back pain"), pain in extremity ("inner thigh pain") and perineal pain ("perineal pain"). The patient was treated with surgery (she had hysterectomy (full); salpingectomy (bilateral)), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, autoimmune disorder, genital haemorrhage, anxiety, pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, dysmenorrhoea, connective tissue disorder and perineal pain outcome was unknown, the headache, fatigue, migraine and neuralgia had not resolved, the dermatitis allergic was resolving and the nausea, dyspareunia, abdominal pain lower, back pain and pain in extremity had resolved. The reporter considered abdominal pain lower, anxiety, autoimmune disorder, back pain, connective tissue disorder, cystitis, dermatitis allergic, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, neuralgia, pain in extremity, pelvic pain, perineal pain, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion . Historical drug- yaz . Most recent follow-up information incorporated above includes: on 1-nov-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, lab data updated. Indication was added. Events: neurological condition or problems: type: connective tissue disorder, lower abdomen pain, back pain, inner thigh pain, perineal pain were newly added. Outcome of events changed from "unknown" to "recovered/resolved". Incident : no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus"), autoimmune disorder ("auto immune issues"), genital haemorrhage ("heavy, continuous bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included low back pain. On (B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), anxiety ("anxiety"), pelvic pain ("pain"), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), headache ("headaches,"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), rash ("allergic or hypersensitivity reaction type: rash/hands and neck, feet, legs"), fatigue ("fatigue"), migraine ("migraines"), nausea ("nausea"), neuralgia ("neurological conditions or problems type: neuropathy pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). The patient was treated with surgery (she had surgery to remove the essure), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6)2015. . At the time of the report, the device expulsion, autoimmune disorder, genital haemorrhage, anxiety, pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection and dysmenorrhoea outcome was unknown, the headache, fatigue, migraine and neuralgia had not resolved, the rash was resolving and the nausea and dyspareunia had resolved. The reporter considered anxiety, autoimmune disorder, cystitis, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, neuralgia, pelvic pain, rash, urinary tract infection and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs+mr received: new events: vaginal haemorrhage, menorrhagia, headache, cystitis, urinary tract infection, rash, fatigue, migraine, nausea, neuralgia, dysmenorrhoea, dyspareunia were added and previously reported event preferred term device dislocation updated to device expulsion. Reporter, patient demographic information, concomitant disease added. Product start, stop date updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus/imbedded in my uterine wall'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)'), autoimmune disorder ('auto immune issues') and genital haemorrhage ('heavy, continuous bleeding') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety and depression. Previously administered products included for an unreported indication: recurrent uti. Concurrent conditions included low back pain. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz) from may 2008 to july 2008 for birth control as well as acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), alprazolam, gabapentin and ibuprofen. In (B)(6) 2008, the patient experienced pelvic pain ("pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2010, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), 2 years 1 month after insertion of essure. In 2011, the patient experienced fatigue ("fatigue") and connective tissue disorder ("neurological condition or problems: type: connective tissue disorder"). In 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), anxiety ("anxiety"), headache ("headaches,"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), dermatitis allergic ("allergic or hypersensitivity reaction type: rash/hands and neck, feet, legs"), migraine ("migraines"), nausea ("nausea"), neuralgia ("neurological conditions or problems type: neuropathy pain"), abdominal pain lower ("lower abdomen pain"), back pain ("back pain"), pain in extremity ("inner thigh pain/leg pain/toes"), perineal pain ("perineal pain/ pain in my kidney area"), cough ("incessant cough"), neck pain ("neck pain"), hypoaesthesia ("numbness in the girdle region/ leg"), myalgia ("tender soreness in my muscle"), arthralgia ("tender soreness in my joint joint"), pain ("sting pain all over my body"), abdominal pain ("pain from belly button to toes"), vomiting ("vomiting"), thirst ("intense thirst"), adenomyosis ("adenomyosis"), diarrhoea ("diarrhea"), cardiac flutter ("heart flutters"), temporomandibular joint syndrome ("tm symptoms"), multiple sclerosis ("ms symptoms"), rash pruritic ("itchy rash"), muscle twitching ("muscle twitches"), muscular weakness ("leg weakness"), sinusitis ("sinus infection"), pyrexia ("fever"), ear pain ("ear pain"), fractured sacrum ("fracture was discovered in the sacrum"), uterine inflammation ("inflammationin in uterus"), constipation ("constipation"), blister ("blister") and upper respiratory tract infection ("upper respiratory infection") and was found to have neoplasm malignant ("cancer"). The patient was treated with surgery (ablation and she had hysterectomy (full); salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, autoimmune disorder, genital haemorrhage, anxiety, pelvic pain, cystitis, urinary tract infection, dysmenorrhoea, connective tissue disorder, perineal pain, cough, neck pain, hypoaesthesia, myalgia, arthralgia, pain, abdominal pain, vomiting, thirst, adenomyosis, cardiac flutter, temporomandibular joint syndrome, multiple sclerosis, rash pruritic, muscular weakness, sinusitis, ear pain, fractured sacrum, uterine inflammation, constipation, upper respiratory tract infection and neoplasm malignant outcome was unknown, the headache, fatigue, migraine and neuralgia had not resolved, the dermatitis allergic was resolving and the nausea, dyspareunia, abdominal pain lower, back pain, pain in extremity, pyrexia and blister had resolved. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, anxiety, arthralgia, autoimmune disorder, back pain, blister, cardiac flutter, connective tissue disorder, constipation, cough, cystitis, dermatitis allergic, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, ear pain, fatigue, fractured sacrum, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, multiple sclerosis, muscle twitching, muscular weakness, myalgia, nausea, neck pain, neoplasm malignant, neuralgia, pain, pain in extremity, pelvic pain, perineal pain, pyrexia, rash pruritic, sinusitis, temporomandibular joint syndrome, thirst, upper respiratory tract infection, urinary tract infection, uterine inflammation, vaginal haemorrhage and vomiting to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Diagnostic results: historical drug- yaz. Concerning the injuries reported in this case, the following one was reported via social media:. Cough, neck pain, hypoaesthesia, myalgia, arthralgia, pain, abdominal pain, vomiting, thirst, adenomyosis, diarrohea, heart flutters, temporomandibular joint syndrome, multiple sclerosis, rash pruritic, muscle twitching, muscular weakness, sinusitis, pyrexia, ear pain, fractured sacrum, uterine inflammation, constipation, blister, upper respiratory infection, cancer. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus/imbedded in my uterine wall'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)'), autoimmune disorder ('auto immune issues') and genital haemorrhage ('heavy, continuous bleeding') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety and depression. Previously administered products included for an unreported indication: recurrent uti. Concurrent conditions included low back pain. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz) from (B)(6) 2008 to (B)(6) 2008 for birth control as well as acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), alprazolam, gabapentin and ibuprofen. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2010, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), 2 years 1 month after insertion of essure. In 2011, the patient experienced fatigue ("fatigue") and connective tissue disorder ("neurological condition or problems: type: connective tissue disorder"). In 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), anxiety ("anxiety"), headache ("headaches,"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), dermatitis allergic ("allergic or hypersensitivity reaction type: rash/hands and neck, feet, legs"), migraine ("migraines"), nausea ("nausea"), neuralgia ("neurological conditions or problems type: neuropathy pain"), abdominal pain lower ("lower abdomen pain"), back pain ("back pain"), pain in extremity ("inner thigh pain/leg pain/toes"), perineal pain ("perineal pain/ pain in my kidney area"), cough ("incessant cough"), neck pain ("neck pain"), hypoaesthesia ("numbness in the girdle region/ leg"), myalgia ("tender soreness in my muscle"), arthralgia ("tender soreness in my joint joint"), pain ("sting pain all over my body"), abdominal pain ("pain from belly button to toes"), vomiting ("vomiting"), thirst ("intense thirst"), adenomyosis ("adenomyosis"), diarrhoea ("diarrhea"), cardiac flutter ("heart flutters"), temporomandibular joint syndrome ("tm symptoms"), multiple sclerosis ("ms symptoms"), rash pruritic ("itchy rash"), muscle twitching ("muscle twitches"), muscular weakness ("leg weakness"), sinusitis ("sinus infection"), pyrexia ("fever"), ear pain ("ear pain"), fractured sacrum ("fracture was discovered in the sacrum"), uterine inflammation ("inflammationin in uterus"), constipation ("constipation"), blister ("blister") and upper respiratory tract infection ("upper respiratory infection") and was found to have neoplasm malignant ("cancer"). The patient was treated with surgery (ablation and she had hysterectomy (full); salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, autoimmune disorder, genital haemorrhage, anxiety, pelvic pain, cystitis, urinary tract infection, dysmenorrhoea, connective tissue disorder, perineal pain, cough, neck pain, hypoaesthesia, myalgia, arthralgia, pain, abdominal pain, vomiting, thirst, adenomyosis, cardiac flutter, temporomandibular joint syndrome, multiple sclerosis, rash pruritic, muscular weakness, sinusitis, ear pain, fractured sacrum, uterine inflammation, constipation, upper respiratory tract infection and neoplasm malignant outcome was unknown, the headache, fatigue, migraine and neuralgia had not resolved, the dermatitis allergic was resolving and the nausea, dyspareunia, abdominal pain lower, back pain, pain in extremity, pyrexia and blister had resolved. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, anxiety, arthralgia, autoimmune disorder, back pain, blister, cardiac flutter, connective tissue disorder, constipation, cough, cystitis, dermatitis allergic, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, ear pain, fatigue, fractured sacrum, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, multiple sclerosis, muscle twitching, muscular weakness, myalgia, nausea, neck pain, neoplasm malignant, neuralgia, pain, pain in extremity, pelvic pain, perineal pain, pyrexia, rash pruritic, sinusitis, temporomandibular joint syndrome, thirst, upper respiratory tract infection, urinary tract infection, uterine inflammation, vaginal haemorrhage and vomiting to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Diagnostic results: historical drug- yaz. Concerning the injuries reported in this case, the following one was reported via social media:. Cough, neck pain, hypoaesthesia, myalgia, arthralgia, pain, abdominal pain, vomiting, thirst, adenomyosis, diarrohea, heart flutters, temporomandibular joint syndrome, multiple sclerosis, rash pruritic, muscle twitching, muscular weakness, sinusitis, pyrexia, ear pain, fractured sacrum, uterine inflammation, constipation, blister, upper respiratory infection, cancer. Most recent follow-up information incorporated above includes: on 28-jan-2020: social media received- new event incessant cough, neck pain, numbness in the girdle region, tender soreness in my muscle, tender soreness in my joint, sting pain all over my body, pain from belly button to toes, vomiting, intense thirst, adenomyosis, diarrhea, heart flutters, tm symptoms, ms symptoms, itchy rash, muscle twitches, leg weakness, sinus infection, fever, ear pain, fracture was discovered in the sacrum, inflammation in uterus, constipation, blister, upper respiratory infection, cancer were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), autoimmune disorder ("auto immune issues") and genital haemorrhage ("heavy, continuous bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), anxiety ("anxiety") and pelvic pain ("pain"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, autoimmune disorder, genital haemorrhage, anxiety and pelvic pain outcome was unknown. The reporter considered anxiety, autoimmune disorder, device dislocation, genital haemorrhage and pelvic pain to be related to essure. Incident . No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.